Event description:
Reported by the patient as unable to drink fluid or eat solid food so the device was removed and replaced with a larger size band.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/sep/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Obstruction is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number has been requested. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or punch torsion."